Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor was making a screeching noise and would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (system speakers hums, will not power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had a corrupt boot loader, which was discovered through the use of a target memory test. The corrupt boot loader is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective components. The pt received a replacement monitor.